Event description:
It was reported that during an external iliac stenting procedure and during post dilatation with a pta balloon catheter, a dissection occurred which created a flap and an occlusion in the distal iliac-distal to the stent. The physician then deployed a balloon expandable omnilink stent into the distal iliac, butting it up and overlapping the existing stent and covering the distal iliac dissection, thus restoring flow. No reported effects to pt. No additional info available.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.